Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section h6 investigation conclusion. In the initial MDR submitted code 4315, was inadvertently selected.

Manufacturer narrative:
A2: age or date of birth: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual sample was discarded. Instead, the branch provided reference photos of the IV catheter. Traces of blood were observed on the needle hub and protector cap. The broken catheter is shown in the captured photo from the x-ray. The catheter tip and point of separation of the broken catheter are damaged retention samples were visually checked and confirmed free from any damage or dent on the catheter tube. The samples were tested for catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test (test is in reference to iso (independent servicing organization) 10555-1). Results were all passed against our specification of >14.71n. There was no issued nonconformity report related to human error during lot production. The sr-reported item was produced at a semi-automated line wherein the machine runs under validated parameters. During production, the catheter tube is loaded on the bobbin for cutting. The catheter tube guide is used for centering it into the chuck. The chuck or tube holder holding the catheter tube is made of silicone rubber, hence it will not damage the tube. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly through the aid of a needle guide, while the catheter is pushed by the catheter guide to prevent the needle sticking out. During an in-process inspection, the catheter tube and hub peak tensile force are tested as part of the functional test conducted once per shift. This testing is in reference to the iso 10555-1 requirement for the finished product where the expected result is that either the catheter tube will be removed/separated from the hub, or it will be broken with a minimal requirement of 10 newton as per iso requirement and >14.71n in reference to tpc's established requirement. A series of inspections placed in our sr (surflo) production process was performed. This is to ensure that defects that would contribute to the complaint can be trapped wherein part of the check items are damaged/deformed catheter tubes using a 10x magnification loupe. Inspections are conducted under the overhead lamp where catheter defects are found, will be segregated, and discarded. Dummy checking is conducted per shift at the visual inspection process to check and challenge inspectors' detectability. Before shipment, we have an outgoing inspection and testing to check the product's condition. All samples passed. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergoes incoming inspection including visual inspection and verification of certificate of analysis according to the material specification. Thirty-one (31) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. The broken catheter tube was found and removed from the muscle, indicating it was not properly inserted into the vein. It was likely to happen when the needle was reinserted into the tube during catheter placement. There is no evidence of a pre-existing defect with the device related to the materials or the manufacturing process. A review of the product's lot history file revealed no issues encountered during production of the reported lot. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the 18g catheter was attempted to be placed but had to do a small redirection without success. When the catheter was removed from the patient's leg, part was missing. The patient was taken immediately to radiology where it was confirmed it was still in the patient's leg. The catheter was located and removed from the muscle, not the patient's vein. The vet staff reported the issue and provided the following details. The female canine was being prepped for a dental procedure with a reported catheter. They got a flash but had difficulty introducing the catheter into the vein. They re-directed the catheter, but the same thing occurred, so they decided to remove it, which was when it was noted the distal end was missing. They did an x-ray and found the catheter near the muscle entry site and was successfully removed. The dental procedure was completed with the access site for IV moved to the other leg, with no additional issues. The animal is now on antibiotics and is doing well.